Event description:
A report was received from the USA stating that an 840 ventilator had graphical user interface (gui) inoperative displayed while on a patient. Patient was transferred to a second ventilator and there was no patient harm associated. The date of the event was not reported.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) central processing unit (cpu), and the backlight inverter printed circuit board (pcb). The cse performed all calibrations, the extended self-test (est), short self-test (sst), and the performance verification test (pvt). The ventilator passed all tests as per manufacturers specification. (B)(4).